Event description:
Report of pt undergoing urethral dilatation, cystoscopy, bladder fulgeration, and catheter insertion experienced itching of hands, swelling of genital area, and redness in genital area approx 10 minutes and then again 2 hours post-procedure. Treated with benadryl and epinephrine at urgent care area hosp.